Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent bilateral hip arthroplasties on unknown dates. Subsequently, patient underwent a fixation procedure on an unknown date due to a femoral fracture below the femoral stem. No implants were removed and cables were implanted to complete the procedure. Additionally, patient underwent an unknown procedure on an unknown date. During the procedure femoral fixation cables were implanted. No further information has been provided.